Manufacturer narrative:
The evaluation of the returned device has been completed. Kinks in the delivery system graft cover were confirmed. The root cause of the event was most likely related to the patient¿s anatomy; calcified iliac artery.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was inserted in the patient for the endovascular treatment of a 60mm saccular thoracic aortic aneurysm in zone 3. During the index procedure it was reported that the patient&#38112;iliac artery was slightly calcified. The physician had difficulties advancing the delivery system through the common iliac artery. The physician attempted to push the device and subsequently there was a severe wrinkle on the graft cover. The physician was unable to torque the device. The physician removed the delivery system with no injuries to the patient and completed the surgery. It was reported that the physician implanted another device. The physician did not comment on the cause for the event. No additional clinical sequelae were reported and the patient is doing fine.